Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 23087 error indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was analyzed and in artemis, the 32101 error was found indicating ¿high-side switch¿ on the acs pca, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a golden system where the 23087 error was found, indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿sine cycle¿ was found to be failing the ¿0x3¿ axis. Once testing was completed, the axes controller spar (acs) printed circuit assembly (pca) was inspected and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the acs pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported to technical support engineer (tse) that during the case setup to report universal surgical manipulator (usm) 3 was faulting. Tse viewed system logs and confirmed errors coming from the universal surgical manipulator (usm) proximal 32101 error pointing to the axes controller setup (acu) board. The customer power cycled and hard power cycled a couple of times, reseated fiber cables and cycled the breaker. The procedure was aborted to another dv system with no reported injury.